Manufacturer narrative:
Device analysis report attached. This report is submitted on june 09, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain and poor performance. It is unknown if there are plans to reimplant the patient as of the date of this report.